Manufacturer narrative:
The actual device was not available; however, three (3) companion samples were received for evaluation. Visual inspection on the companion samples did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed on the companion samples and no leaks were observed on all the samples. The reported condition was not verified on those samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the fill port. The leak was discovered prior to use.  There was no patient involvement.  No additional information is available.